Manufacturer narrative:
Product event summary: analysis confirmed the reported issue; the stylus and arrow did not align in the lower right portion of the screen, and calibration did not make any change. It was also found that the programmer was unable to read floppy disks.

Event description:
It was reported that a new stylus pen could not be calibrated on the programmer. Calibration was attempted twice without success. The programmer has been returned for service. No patient complications have been reported as a result of this event.